Event description:
The report stated while on rounds, the therapist noted the patient was having a difficult time breathing and pulling down through peep of 8 cmh20 to trigger the ventilator. The ventilator was replaced and the patient's condition improved.